Event description:
Follow-up information confirmed the patient's ipg is inoperable.

Manufacturer narrative:
Patient's concomitant medical products and therapy dates are unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg and external devices. The patient's programmer also reflects a communication error. It was stated the patient has not recharged the ipg in several months. The patient has been without stimulation since (B)(6) 2017. As such, surgical intervention may be undertaken at a future date to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model. Reportedly, effective therapy was achieved following the procedure.